Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed without problems and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.